Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor's cannula appeared much shorter when the customer removed the sensor from abdomen. Customer's blood glucose was unknown. Customer was advised that the sensor will be replaced. Customer agreed to return the device for analysis.